Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[240.4150 error:]. There was no reported patient involvement.

Manufacturer narrative:
Correction: describe event or problem annex b: b21 annex c: c21 annex d: d16 additional information: remedial action required, remedial action # annex a: a0709, a040502 annex b: b01 annex c: c02, c0601 annex d: d01, d0301 annex g: g0301204, g02017.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[240.4150 error:]. There was no reported patient involvement.